Event description:
(B)(4): customer reports to product monitoring via phone tha system lost fluoro during an unk procedure on a male pt whose age was (B)(6). Physician decided not to complete the procedure and re-scheduled the pt. No injuries were reported.

Manufacturer narrative:
Tech support (ts) troubleshot with biomed and determined everything is powered up, and in acquire mode, there were no interlocks. Ts had biomed power cycle the generator interface module (gim) first, no change, then had him power cycle the generator console and image computer. After that, the system will fluoro and is functioning normally. Tech support advised biomed this ticket would remain open if he should need to call back within a few days. Biomed reported currently the system is fully functional. After 2 days with out a call from biomed, service closed the ticket. Product monitoring follow up; customer reported the unit is functioning normally per biomed. It was not determined why the problem occurred.